Event description:
It was reported occlusion alarms recurred and that multiple alarms occurred in sequence during pump use over 2 weeks. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge and resumed insulin, but ongoing occlusion issues continued despite new supplies. Tandem technical support arranged replacement pump. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary.